Event description:
It was reported by the customer that pyxis medstation es system was not powering on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was unable to power on. A field service engineer retrieved additional components from the customer's previous station, reinstalled them into the drawer, and subsequently restarted the station. The system functioned as intended after the field service engineer troubleshooted the device.